Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the investigator/service repair center identified foreign material in the jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the malfunction could not be established. The event can be detected/prevented by following the instructions for use (IFU) which state: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.